Event description:
Surgeon was performing a thrombolytic follow-up on pt with acute limb ischemia of left foot secondary to thrombosis. After the use of separator 3 wire, the distal tip broke off and was visualized radiographically in the distal anterior tibial artery of the pt's left limb.